Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula of the forearm. A 6.0x40, 40cm mustang balloon catheter was advanced for dilatation. However, upon the first inflation at 18 atmospheres, the balloon ruptured. The ruptured balloon was removed from the patient completely. The procedure was completed with a 4-40mm non-bsc balloon. No patient complications were reported and the patient's status was good